Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 8 atms on the third inflation. (The number of atms reached on the initial inflation was 6 atms and on the second inflation was 8 atms). The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the mid lad coronary artery. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.